Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment which allegedly off') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and anxiety ("anxious"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage and anxiety outcome was unknown. The reporter considered anxiety and device breakage to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment which allegedly off') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("anxious") and diverticulitis ("colon diverticulitis "). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, anxiety and diverticulitis outcome was unknown. The reporter considered anxiety, device breakage and diverticulitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: this report was initially from spain and was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment which allegedly off') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("anxious") and diverticulitis ("colon diverticulitis "). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, anxiety and diverticulitis outcome was unknown. The reporter considered anxiety, device breakage and diverticulitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: social media received. New events added: colon diverticulitis. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment which allegedly off') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and anxiety ("anxious"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage and anxiety outcome was unknown. The reporter considered anxiety and device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.